Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dropped and the motor came out. Customer reported that there is damage to the drive support cap. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. Drive support disk was inspected and no anomaly was noted.